Event description:
Rn started to place a 22g angio into pt's left antecubital. The stick was fine and advancing the angio went fine; however, when the rn started to thread the angio and was pulling out the needle, the needle came out and so did the angio running along side the needle at an angle.